Event description:
The customer called for help with her breeze2 meters. While troubleshooting, she performed blood tests and received readings of 206 and 89 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned. Replacement meters were sent to the customer.